Event description:
A signal loss issue was reported with the abbott diabetes care (adc) device. As a result, the customer was unable to obtain their glucose readings and ultimately were unable to receive their glucose alarm alerts. The customer experienced unspecified symptoms of hypoglycemia and was unable to self-treat. The customer's caregiver measured customer's blood glucose by built-in meter and had a reading of 41 mg/dl. The customer was subsequently provided with cola as treatment by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection was performed on the returned reader and no issues were observed. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was activated with the returned reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the ble (bluetooth) connection between the devices. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were missing. The returned reader was observed to fail to receive packets during the bluetooth functionality check . An extended investigation was conducted. A visual inspection was performed on the returned reader using a digital microscope and contamination due to liquid ingress was observed across the reader¿s printed circuit board assembly (pcba). A visual inspection was performed on the returned sensor; no anomalies were observed. The reader was connected to a computer and returned reader¿s isf (interstitial fluid) log was downloaded using an approved software to perform an analysis of the glucose values. The analysis of data revealed several occurrences of ER 987 (ble receiver communication error), suggesting a hardware failure and a failed attempt to communicate with the ble module when the reader is paired with a patch. This error surfaced a year after the initial activation of sensor, indicating that this was not a out of-box failure. A reader self-test was conducted through the reader¿s menu resulted in a failure, identified as error code 231(ble program integrity check failure). These issues point towards a potential hardware failure in the ble chip memory or a programming error. Sensor data was extracted using approved software and evaluation module (evm) .this is an indication that the sensor had terminated due to an error recognized by its internal software. This behavior is part of the software design is not an indication of product non-conformance. The returned reader was brought to the bench to perform functional testing. Upon de-casing the reader, an internal inspection on the reader¿s pcba and components uncovered liquid contamination across the pcba. Notably, contamination was found on the battery molex connector, capacitor c83 located on crystal y6 (part of the bluetooth module), and pcb vias close to the central processing unit (cpu). These observations suggest that liquid ingress was directly associated with the failure of the bluetooth functionality test, and the reader built-in self-test failure. The reader was successfully powered on with button depression, strip insertion, and with a known good usb cable. Contamination observed on the device was effectively removed with isopropyl alcohol and a brush. A bluetooth functionality test involved connecting the reader to the reprogrammed sensor via near field communication (nfc) and monitoring data packet transmission from sensor to reader. However, both the bluetooth connection and the built-in self-test failed. Assessment of the signal loss event indicated that liquid ingress adversely affects electronic functionality, particularly the bluetooth module. If these components are contaminated, the sensor may fail to transmit data, leading to a failed self-test of the built-in reader. Therefore, this issue is not confirmed to use due to liquid contamination. The reported signal loss event was assessed to determine whether it was confirmed or unconfirmed. Contamination due to liquid ingress may affect the functionality of the electronics. Contamination on the bluetooth module and cpu may affect the reader to fail in receiving data via bluetooth from the connected sensor and also resulted in a failed built-in reader self-test. Based on the inspection, the issue was caused by liquid contamination from user handling. Therefore, the reported signal loss event is not confirmed due to user error. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. This also serves as a correction report. Section h11 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the abbott diabetes care (adc) device. As a result, the customer was unable to obtain their glucose readings and ultimately were unable to receive their glucose alarm alerts. The customer experienced unspecified symptoms of hypoglycemia and was unable to self-treat. The customer's caregiver measured customer's blood glucose by built-in meter and had a reading of 41 mg/dl. The customer was subsequently provided with cola as treatment by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.